Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneous accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for two pts. The customer re-ran the samples on a different instrument and the results were within range for one pt and the 2nd pt had high result. The initial erroneous results were not reported outside the lab. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was on site on (B)(4) 2009, to investigate the event. The fse performed preventative maintenance on the analyzer. The fse also performed pipettor matching, low volume matching, a system check and carryover procedure which all passed within published specifications. The fse also noted that the precision valve caps were either too loose or too tight due to the high volume testing the customer runs. The fse noticed that this could lead to some precision issues, but was not the cause of the questioned results for this event. Adjustments were made for proper tension on all valve caps. All verification testing passed and the instrument is performing to published specifications. Although hardware issues were adjusted by the fse, a definitive root cause could not be determined for this event. This is a single event involving multiple pt samples. There were no reports of any adverse event, changes or pt care or any indication that medical intervention was needed to prevent or preclude adverse event. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.